Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal a tampon fell apart and she was unsure if pledget pieces remained inside her vaginal cavity. She did not seek medical attention and was monitoring for pledget pieces. She did not experience any adverse health effects.